Manufacturer narrative:
H10: additional manufacturer narrative: updated sections: d4 (expiration date) h4 (device manufacturer date), and h6 (type of investigation, investigation findings, and investigation conclusions.

Manufacturer narrative:
Stenosis and/or regurgitation, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient-related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. The subject device is not available for evaluation, as it remains implanted in the patient. The root cause of this event cannot be conclusively determined with the available information. However, the stenosis and regurgitation, in this case, were most likely impacted by the progression of the patient's underlying valvular disease pathology with structural valve deterioration. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, an appropriate investigation will be performed.

Event description:
Through the implant patient registry, it was learned that a patient with a 27mm 7300tfx mitral valve underwent a valve-in-valve procedure after an implant duration of five years, 11 months due to degenerated and mitral stenosis, and severe mitral regurgitation. The patient presented with acute on chronic combined systolic and diastolic chf and nyha class iii. The tmvr was performed with a 26mm 9750tfx transcatheter valve. On pod #12, the patient was discharged home in stable condition. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.